Event description:
This is a report of a patient from (B)(6) who was undergoing hemodialysis using an unspecified hemodialysis solution and went into full cardiac arrest during last 8 minutes of hemodialysis. Patient was heard to have difficulty breathing when a staff member went over. The patient suffered a loss of consciousness, cardiopulmonary resuscitation (CPR) commenced, emergency responders were phoned, full resuscitation was conducted with paramedic assistance and the patient left unit unresponsive in the care of paramedics and transferred to nearest hospital for further treatment. Patient was not well over the weekend and did not disclose this prior to hemodialysis treatment.

Manufacturer narrative:
(B)(4). The 510(k) entry is left blank as this is being reported as having same or similar product in the united states. It is unknown at this time if the device will be returned for evaluation. If additional information becomes available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A batch review was performed and did not reveal any issues related to this complaint. The sampling and test results confirm that the batch complied with the required quality characteristics. A retained unit from the same batch was taken for evaluation. The unit passed functional testing. A trend review was performed and indicates that this is the first complaint received for this kind of incident since the beginning of this product's production in 2007. As the defective unit was not provided, the exact root cause that could result in the reported non conformance was not determined.